Event description:
The account stated that an initial architect tsh result of 86.386 uiu/ml was generated. The sample was repeated in duplicate without centrifuging. The repeat results were: 30.4639 and 92.0707 uiu/ml. The account questioned the low value. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4), an investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k62 that has a similar product distributed in the us, list number 6c52.